Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, hey remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent on (B)(6) 2015. A follow up computed tomography (CT) scan showed the patient had a potential type 3b endoleak or a potential type 1a endoleak. A subsequent endovascular procedure has not been scheduled or completed at this time. There have been no additional adverse events reported for this patient.